Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned intact, but with the helix tip portion missing. The helix was retracted with dried blood/body fluid in the helix housing and tissue entwined in the helix. High magnification microscopic analysis of the fractured helix surface showed characteristics of the surface of a rotational pattern consistent with a torsional overload failure. The helix mechanism was noted tested due to dried blood in the housing and tissue entwined in the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Analysis confirmed the allegations made against the lead in the field.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the patient but was unable to properly capture the heart. During an attempt to reposition the rv lead, the helix would not retract properly. The physician twisted the lead and was able to release it from it position, however the lead tip broke off and remains inside the septal wall of the heart. The rest of the rv lead was removed and replaced prior to pocket closure and was never in service. No additional adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the patient but was unable to properly capture the heart. During an attempt to reposition the rv lead, the helix would not retract properly. The physician twisted the lead and was able to release it from it position, however the lead tip broke off and remains inside the septal wall of the heart. The rest of the rv lead was removed and replaced prior to pocket closure and was never in service. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.